Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the failure. The fse did not find any issue. The fse ran all functional and safety tests to factory specifications. The unit passed all tests performed.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) unit batteries fell off. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.